Manufacturer narrative:
Reference: (B)(4). Complaint sample was not returned for evaluation. Reported event was not confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined. Concomitant device: item number: (B)(4), armorlink 7.5mm, lot number: f132729. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2019-00067.

Event description:
It has been reported that following an acl correction, the patient underwent a revision due to migration of the screw. No additional patient consequences were reported.